Event description:
It was reported that on (b)(6) 2026, a 25mm Navitor Vision valve was selected for implant using a FlexNav Delivery System (DS). The patient has a prior medical history of 1st degree Atrioventricular Block (AV) block and being implanted with a non-Abbott valve in patient's native tricuspid valve. The length of the membranous septum was 3mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. Pre-implant Balloon Aortic Valvuloplasty (pre-BAV) was performed by using an 18mm, non-Abbott balloon. The patient was developed with a complete heart block. During the procedure, the valve was able to be implanted successfully at a depth of 4mm on the non-coronary cusp (NCC) and 6mm on the left-coronary cusp (LCC). The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. A permanent pacemaker was implanted to resolve the event. The implanter classified this event as being related to the non-Abbott implant and TAVR (Transcatheter Aortic Valve Replacement) as both the valves encapsulated the membranous septum preventing the flow of electrical activity. The patient was reportedly discharged.

Manufacturer narrative:
An event of heart block was reported intra-procedure. Patient has a history of 1st degree block.Calcification extending beneath the aortic annular plane in the interventricular septum was observed.The reported surgical intervention was result of case specific circumstance as permanent pacemaker was implanted. The Device History Record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the available information the cause for the reported heart block cannot be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.